Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The hp said he did not see anything unusual with any of the supplies and no damage was noticed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 3 of 5. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup. The tsr explained that the hp needed to end therapy, and start over with new supplies or complete therapy with manual supplies. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp said he did not know what might have caused the alarm. The hp said he did not see anything unusual with any of the supplies. The hp said he did not finish therapy that night since it was late, but therapy resumed the next night without any problems. The lot number was unknown and no sample was available. No patient injury or medical intervention was reported.